Event description:
Describe event, problem, or product use error: surgeon was pulling the raytec gauze out of abdomen through a 5mm trocar; the green pouch holding the rfid tag ripped and the rfid fell into the abdomen. It was not seen that it ripped, surgical sites were closed- patient was extubated. Wanding still went off showed something in the pt. Had to be re-intubated and surgical site reopened to remove.